Event description:
It was reported that the ventilator was contaminated with liquid/moisture. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the main back-plane printed circuit board (pcb) and pneumatic back-plane pcb were replaced. Only main back-plane printed circuit board (pcb) was returned for investigation. The received screenshot confirmed the reported technical error codes indicates communication error on 08/26/2022. Visual inspection did not reveal any signs of liquid/moisture on the returned pcb. However the received picture confirmed signs of liquid/water on the pneumatic back-plane pcb. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. The investigation found that the returned main back-plane pcb was defective. The pcb was defective most likely due to short circuit caused by liquid ingress in the ventilator. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).